Manufacturer narrative:
The device is included in the medical device safety alert, physician communication (2009).

Event description:
It was reported that the stimulation was no longer effective. The physician did a surgical revision to test the lead and found the titan anchor had separated. The physician replaced both the lead and the anchor. With the new system the pt was doing well and had effective stimulation.